Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing which caused competitive pacing and delayed the therapy for more than 60 seconds. The physician initially changed the mode to vvi before a revision was decided. After some time, an explant procedure was done where the physician observed a crack in the insulation with close inspection of the lead. The damage, however, did not reach the conductor coils. This ra lead was surgically abandoned. No additional adverse patient effects were reported.